Event description:
The recipient is reportedly experiencing severe headaches on implant side since device was activated. The recipient has discontinued device use due to the pain. Magnet strength was adjusted without any change to headaches. A CT scan revealed the recipient has a blood clot on the left side of their head. The recipient was prescribed blood thinners (type unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section h.6. The recipient was reportedly prescribed eliquis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device and the headaches have improved. The recipient will be monitored by the facility. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.